Manufacturer narrative:
An internal investigation was performed for an united states customer reporting a false negative cefoxitin screen for a staphylococcus aureus strain in association with the vitek® 2 ast-gp67 test kit and software version v7.01. The strain was submitted for investigation. The submitted strain was subcultured to tsab agar, and the identification was confirmed as s. Aureus. Testing included ast-gp67 cards from the customer's lot (1320788213) and a random lot (1320467103) with vitek 2 software versions 7.01 and 8.01, as well as agar dilution (ad) as the reference method for oxacillin (ox), and cefoxitin disk diffusion as the reference method for cefoxitin screen test (oxsf) test and pbp2a. Strain 911783 (18260005374): v7.01: one ast-gp67 card resulted ox mic >/= 4 and a negative oxsf test with an aes proposed modification to positive. The second card resulted in ox mic =1 and a negative oxsf test. V8.01: both ast-gp67 cards resulted in positive oxsf tests and mics =0.5 and 1 with aes proposed modifications to resistant. Alere pbp2a was positive for meca and ox ad mic = 2. Cefoxitin disk diffusion was resistant (16 mm) with small colonies observed in the zone of inhibition. Ast-gp67 testing was performed on these cefoxitin induced colonies resulting in (B)(6) oxsf tests, resistant ox mics >/= 4 and detection of (B)(6) with vitek 2 software versions 7.01 and 8.01, suggesting the presence of a heterogeneous strain. The customer's non-detection of (B)(6) partially duplicated with s/w 7.01. (B)(6) detected with s/w 8.01. A field safety corrective action (fsca 4018) was issued 21aug2018 for the united states, in which biomérieux recommends actions to further aid in mitigation for the potential non-detection of (B)(6) when testing oxacillin (ox) and cefoxitin screen (oxsf) on vitek 2.

Event description:
A customer in the united states reported a (B)(6) cefoxitin screen for a (B)(6) in association with the vitek® 2 ast-gp67 test kit. The initial test result was (B)(6) and cefoxitin screen negative. The repeat test result was (B)(6) and cefoxitin screen negative. The customer performed manual testing with cefoxitin disk and the result was resistant (20 mm). The customer reported that no patient treatment was impacted or delayed. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.